Manufacturer narrative:
The investigation confirmed that a (B)(6) discordant vitros (B)(6) result was obtained from a patient sample processed on a vitros 3600 immunodiagnostic analyzer. A definitive assignable cause could not be determined. Non-reproducible results were observed across two vitros systems and two vitros (B)(6) reagent lots suggests the issue is not likely related to an instrument malfunction or a vitros (B)(6) problem. However, qc historical data indicated the (B)(6) qc concentrations were not near the vitros (B)(6) decision levels for (B)(6) and indeterminate, and therefore no definitive conclusion can be reached regarding the performance of the vitros (B)(6) reagent lot, and a transient issue cannot be completely ruled out. The pre-analytical sample handling cannot be completely ruled out as a contributing factor. The definitive assignable cause for this event could not be determined.

Event description:
The customer observed a discordant (B)(6) vitros (b)(46 result obtained from a patient sample processed on a vitros 3600 immunodiagnostic analyzer. Patient sample vitros (B)(6): 12.5 miu/ml ((B)(6)) versus expected result of <5.0 miu/ml ((B)(6)). A biased result of the magnitude and direction observed may lead to inappropriate physician action. The discordant (B)(6) result was not reported from the laboratory. There is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).